Event description:
The patient is an infant with no significant past medical history who presented to the hospital on [redacted date] following 10 days of fever, 3 days of diarrhea and abdominal distension and 1 day of respiratory distress, found to have multifocal opacities concerning for ards (acute respiratory distress syndrome), ileus, anemia, thrombocytopenia, dic (disseminated intravascular coagulation) and shock with labs c/w hlh (hemophagocytic lymphohistiocytosis). The patient was admitted to the pediatric intensive care unit and on [redacted date], was intubated with a 4.0 shiley ett with no complications. On [redacted date], the nurses noted difficulty in passing the suction tube when attempting to suction the patient. The picu providers also attempted to pass the suction catheter without success. Initially the team attempted multiple non-invasive interventions without improvement. The decision was made to perform video laryngoscopy to view the ett and then to exchange the ett. On visualization, the ett was noted to have a significant kink. During exchange of the ett, the patient experienced significant desaturations and drop in hr requiring atropine to be given to present progression to possible bradycardic arrest. The patient also required significant suctioning and some airway trauma during the exchange leading to bloody secretions and a subsequent drop in hemoglobin.